Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It's alleged by the attorney, through the filing of a legal claim, that the patient underwent a right hip intramedullary nail fixation of intertrochanteric fracture on (B)(6) 2018 in which a stryker gamma 3 nail was used. It is further alleged that the hip failed and caused the patient to sustain a subsequent fracture in her hip, forcing her to undergo revision surgery in (B)(6) of 2019.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device (5mm distal interlock screw) did not contribute to the reported event. The reported event of a hip subsequent fracture could not be confirmed, since no evidence [like x-ray images] was provided. The device was not returned for a physical examination and thus, evaluation was limited to the images available and a broken nail could be verified. The implant was broken in the proximal part of the nail at the area of the proximal bore hole. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was impossible due to unknown lot code. No corrective actions are required at this time.

Event description:
It's alleged by the attorney, through the filing of a legal claim, that the patient underwent a right hip intramedullary nail fixation of intertrochanteric fracture on (B)(6)2018 in which a stryker gamma 3 nail was used. It is further alleged that the hip failed and caused the patient to sustain a subsequent fracture in her hip, forcing her to undergo revision surgery in (B)(6)2019.